Event description:
Information received from the field notes that the patient presented for a pacemaker check after reportedly having a seizure and passing out. Interrogation of the device revealed dashes (---) for parameters and the mode was aat. The device was successfully reprogrammed, but subsequently replaced.